Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up of a demo inventory, the black residue of the cannulated obturator was flaking causing a contamination. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: case (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event.as per investigation results tha black residue that was flaking was coming out of the handle, that handle does have contact with the patient so is not posible that this could happened inside of the anatomy . If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.